Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis observed a foreign item in the device (seemed to be a small silver cover). The link electronic module (lem) circuit board was replaced, the hard drive was reimaged and software was reloaded. The programmer was then tested and passed to manufacturer specifications. (B)(4)

Event description:
It was reported that the telemetry on the programmer was not working properly. The radiofrequency (rf) head was changed but this did not resolve the issue. The event occurred prior to use and during setup. The programmer was returned to the manufacturer for servicing. There was no patient involvement.